Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to increased friction between the wire section and the sheath section, the hook could not be extended, making it impossible to release the loop. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use ligating device's loop could not be released from a polyp ligation during a colon polypectomy procedure. The procedure was completed with the same device. There were no reports of patient harm.